Event description:
Customer reported when the alarm is set to voice and tone mode, the voice alert is not heard. Customer did not provide a date when the issue was discovered. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned unit confirmed a clicking sound is heard instead of the pre-recorded voice message. The tone sounds as it should. The unit passes all other functional tests. No physical damage observed. (B)(4).